Event description:
The manufacturer received information alleging a service required condition occurred. There was no harm or injury reported. The customer was advised to replace the machine flow sensor to address the issue.

Manufacturer narrative:
Device not returned.